Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving a vibratory alert. Upon interrogation, it was noted that the left ventricular - lv lead exhibited high pacing impedance and failure to capture in multiple vectors. The lv lead was reprogrammed and the patient experienced no consequences.